Manufacturer narrative:
G2. The country of event is peru. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient suffers from parkinson's and a deep brain stimulation (dbs) was implanted in (B)(6) 2015. The patient stated the life span of the implantable neurostimulator (ins) is until 2028, but it was already showing faulty problems with the voltage generator. They inquired about replacement.